Manufacturer narrative:
Latch lever.

Event description:
It was reported by service report that the base could not be retracted properly in order to load the cot into the ambulance. No pt involvement or adverse consequences are reported.